Event description:
The customer reported that the device was not sealing tissue properly during a laparoscopic hysterectomy. A new device was opened to complete the procedure and there was no injury. No further details have been provided by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.